Event description:
Alma inc. First notified of incident on (B)(6) 2013. The practitioner started treating patient at 80j and noticed a small blister, so they reduced the fluence and noticed another small blister and erythema. Cooling and bacitracin was applied. The patient returned 2 weeks later for hair removal and asked if her leg (upper right leg above knee) was supposed to look like this because she had two linear scabs and redness. Patient was asked why she did not return for a follow-up visit or call to ask about appearance of leg, and patient stated she didn¿t know what it was supposed to look like. Patient stated that a blister ruptured, but no infection was noted. Patient consulted with a physician coworker who put her on doxycycline and bacitracin. Patient is following up with the office physician and nurse practitioner. Gel was used for the procedure, and practitioner did not overlap. Same patient has been treated for leg veins using the lp yag for approx. 6 years with no adverse reactions. Practitioner stated she used the hp on another patient and noticed a very small blister. Alma inc. Suggested she stop using the hp and return to alma inc. For service inspection. Hp was returned to alma inc. Both the previous hp and this hp were checked by service, and found to be operating within manufacturing specifications.

Manufacturer narrative:
Patient had received aesthetic laser treatments at same facility for 6 years with no problems. Laser handpiece performed within expected manufacturer's specifications. No other patients treated with this handpiece have had any reported events. Practitioner's reported treatment parameters were within clinical guidelines for this equipment. Scars are a known potential adverse event of this type of treatment. We could not determine why this occurred on this particular patient.